Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Cynosure's clinical team was unable to determine what may have contributed to the patient's response. Root cause as to why the patient experienced erythema, edema, and itchiness is unknown and since there is no issues with the device production records and clinical investigation was inconclusive, cynosure will continue to monitor such complaints. Based on the labeling materials and risk review, erythema, edema, and itchiness are expected side effects from such treatments. Patient also reported using old triamcinolone cream on the face and felt burning afterwards. It is unknown if the patient experienced an allergic type response to something applied to the skin. Patient visited an urgent care and was prescribed prednisone and zyrtec bid as intervention. This is a reportable adverse event due to patient receiving medical intervention.

Event description:
It was reported that patient experienced erythema, itchiness, and edema on the face following a treatment using icon max g handpiece.